Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Customer bg was 512 mg/dl, cause was unknown with high ketones. Customer gave a correction bolus via pump, manual injection and a supply change to address bg level. A system check was performed, and it was found that the customer was using off label insulin (lymjuev) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.